Event description:
Routine complaint investigation when a heath care facility reported receiving a higher reading of 600 mg/dl when compared to a laboratory valve of 461 mg/dl. When these values are plotted on a clarke error grid, the results fall into the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.